Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Nurse called wanting to know how to bypass a peritoneal dialysis patient from drain 0 into fill 1. Nurse stated that the patient was empty. Technical support assisted with bypassing the patient from drain 0 to fill 1. Nurse stated that the tubing was leaking out of the stay safe pin and that she had hit stop. The nurse stated that the connection is tight. Technical support advised nurse to reset up with new supplies. Nurse wanted to know how to cancel treatment. Technical support assisted the nurse with cancelling treatment. During follow up no adverse event was reported. The nurse stated that the issue was the blue connector that goes to the patient. The blue plastic piece inside the connector got turned sideways. Patient information was not provided. The set was discarded.